Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels while ablating at 100% firing power. The surgeon did not think it was necessary to reduce power but did let off the foot pedal to observe. There were no patient complications reported in relation to this event.